Manufacturer narrative:
Correction: issue occurred with the vertek arm itself. The original vertek am could not be fully locked and needed to be replaced. Replacement device shipped to site. Suspect arm was not received by the manufacturer for analysis. This issue was resolved via replacement arm.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement vertek arm shipped to site. Suspect device will not be returned to manufacturer for analysis. A medtronic representative, following-up at the site, reported that the issue occurred not with the vertek arm itself, but with the mounting to the patient head clamp (not a medtronic product). This issue was resolved. The original vertek am will continue to be used at the site.

Event description:
A site representative reported an issue with their articulating arm, one of the joints would not lock properly. There was no patient present when this issue was identified.